Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported performance pull off suture needle pre-op. A detached needle, an empty labeled winding former and an empty opened foil of product code z513, lot # pkk488 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area present damage, body fluids, marks and the edge of the barrel hole could be observed flat appears to be by use of a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the detached needle, the assignable cause of the performance - pull off suture needle pre-op is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pkk488 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ob-gyn procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle during suturing. It was not a control release needle. There were no adverse consequences to the patient.